Event description:
Customer reported that pump battery would not charge, and the charging connection was unstable. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed customer to try a different wall outlet and confirmed pump remained plugged in for 30 minutes without success. Since customer had no alternative charging adapter or cable, technical support decided to send a replacement cable and wall adapter and planned to follow up. If battery depleted before receiving the replacement, customer was advised to rely on manual insulin delivery.